Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d5, g2. A getinge field service engineer (fse) reported that they found saline on the backplane board and power slot interface board. The unit passed all functional and safety tests and was returned to customer. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received the following parts: power slot interface board, backplane board with a reported unit failure of saline contamination on boards and a broken handle. The fat dept. Performed a visual inspection using a microscope and naked eyes then found white residue (saline spill) on all received boards and found a broken handle. Due to the saline spill on all received pcb boards and broken handle, it cannot be installed and investigated any further.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that saline contamination was discovered in the cardiosave intra-aortic balloon pump (iabp) during an unrelated service performed by getinge field service engineer. There was no patient involvement.